Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1, 2015 through december 31, 2015

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1, 2015 through december 31, 2015 corrections: g -5 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the align® to urethral support system may include, but are not limited to:- postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence. 1928 = "l" 1871, 2475, 2993 = "nl" h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Exemption e2013025 the total number of events for product classification code otn is 93. Qty 2- align combo kit without dilator qty 20- align r retropubic urethral support system qty 2- align rs retropubic/suprapubic urethral support system qty 20- align s suprapubic urethral support system qty 19- align to trans-obturator urethral support system- halo qty 18- align to trans-obturator urethral support system- hook qty 7- align to trans-obturator urethral support system- hook & halo qty 4- align urethral support system qty 1- unknown bmd women¿s health mesh product

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced incontinence, stress, urgency, recurrent prolapse, forced abstinence from intercourse, dyspareunia, discomfort, vaginal pain, blood loss/vaginal wall oozing, elevated post void residual and non-surgical intervention.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1, 2015 through december 31, 2015 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame november 1, 2015 through december 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame november 1, 2015 through december 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame november 1, 2015 through december 31, 2015. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Exemption e2013025 original reporting time frame november 1, 2015 through december 31, 2015 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025 original reporting time frame november 1, 2015 through december 31, 2015 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.